Event description:
It was reported that the atrial lead exhibited no sensing and no pacing. An x-ray revealed the lead had dislodged. The physician programmed the pulse generator to vvir mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.